Manufacturer narrative:
On (B)(6) 2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant. During evaluation of the sample, it was observed to be intact. No anomalies were discovered. The second product received is related to a concomitant device, therefore no further investigation is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/23/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, mentor received additional information about the suspect medical device. It was initially reported that the suspect medical device is a mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690. New information states that the suspect medical device is a mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, UDI # (B)(4).. The concomitant product is a mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, UDI # (B)(4) as well. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/05/2019, mentor received additional information about the event. It was initially reported that the patient underwent explantation on (B)(6) 2019. New information states that the patient is scheduled to undergo explantation on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant medical products: mentor smooth round moderate profile 575cc saline breast prosthesis, catalog #3501690, lot #228858. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 575cc saline breast prosthesis that deflated after implantation. Deflation of the right breast prosthesis was diagnosed by a visual examination performed by a physician. As a result, the patient will undergo explantation on (B)(6) 2019.